Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated she had the patient line clamped during prime which caused the alarm. The cg advised that she was able to resume therapy successfully with new supplies and was advised to contact the peritoneal dialysis nurse to inform her of the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was confirmed. The cause was determined to be use error- patient left clamp closed on patient line during prime. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.